Event description:
Knee pain (arthralgia). Swelling (joint swelling). Spontaneous report rec'd on (B)(6) 2010 from a physician via a company sales rep regarding a male pt, age and initials unk, with a medical history of knee pain and knee swelling. The pt was administered synvisc-one on an unk date in an unspecified knee for an unk indication. The pt experienced significant knee pain and swelling that required "surgical intervention." At the time of this report, the outcome of the reported events was unk. The synvisc lot number was unk. No further info was provided. MFR's comment: the benefit-risk relationship of the product is not affected by this report.